Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display during use (patient not connected), the home patient (hp) revealed that she had already changed "the lines" (the cassette), but not the bags. The baxter technical service representative (tsr) advised that the hp to start over with new supplies and explained that if any part of a setup needed to be changed that she should change all of it and not just the cassette. The hp was to setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the care giver (cg), it was found that when the hp started over with new supplies, she was able to complete the therapy successfully. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for the patient replacing the cassette, but reusing the bags, could not be confirmed in the lab due to a lack of sample. A batch review (B)(4) was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the complaint information, the cause of the use error is mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded; therefore, no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.